Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an event on (B)(6) 2025 where infusion set tubing was detached from connector. The issue occurred with one infusion set used for forty hours. The patient replaced the infusion set and insulin was resumed successfully. No further information available.